Event description:
It was reported on (B)(6) 2013, the patient was admitted to the hospital complaining of pain, nausea, vomiting, and chills. The symptoms were consistent with drug withdrawal symptoms. It was noted that due to a pump malfunction, the patient went through morphine withdrawal. The patient received no warning that the pump no longer had morphine in it. The patient underwent surgery on (B)(6) 2013, to have the pump removed and replaced. It was noted that as a result of the pump malfunction the patient suffered permanent injuries, physical pain, mental anguish, physical impairment and disability. It was alleged by an attorney, that the manufacturer failed to perform adequate testing, evaluations in the design, manufacture, testing, marketing, distribution, testing and placement of the pump into the stream of commerce. It was further alleged by an attorney, that at the time of the design, manufacture and sale of the pain pump, a safer alternative design was available that would have prevented or significantly reduced the risk involved without substantially impairing the pump¿s utility and such safer alternative design was economically and technologically feasible at the time the pain pump left the control of manufacturer. It was noted that pain pump sold to patient was defective in its design when it left the hands of the manufacturer and was unreasonably dangerous. It was alleged that the pain pump deviated from product specifications, posing a serious risk that the pain pump would fail to alert the user that there was no more pain medication within the pump. The pump was sued to infuse morphine.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).